Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device did not function. The reload partially fired. Had to cut the stapler out of the stomach. Opened a new reload to finish the procedure.

Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) reload opened by the account. Visual inspection of the reload noted that there was a full complement of staples and the trs material that is secured under the distal anvil suture was pulled from underneath the intact suture. Functional evaluation noted that the reload fired as expected. The investigation results could not be confirmed. Replication of the buttress material position may occur if the reinforcement material is pulled toward the distal end of the reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.